Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, phrenic nerve stimulation was observed due to left ventricular (lv) lead dislodgement. The lead was explanted to resolve the event. The patient was in stable condition.